Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation. The customer's meter and strips were returned for investigation. However, the customer's returned strips are expired. Therefore, the returned meter was tested using retention strips and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.9 inr. Qc 2: 3.0 inr. Qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Customer said the comparisons occurred about a year ago. The date of (B)(6) 2020 is being used for the event. Meter result was either 1.7 inr or 1.8 inr. The result from the laboratory within 4 hours was 2.5 inr. The customer's therapeutic range was 1.8-2.2 inr.